Manufacturer narrative:
Occupation - the occupation is lay user/patient. (B)(6).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4) using an unknown test strip lot number and coaguchek vantus meter serial number (B)(4) using test strip lot number 34521321. This medwatch will apply to coaguchek vantus meter serial number (B)(4) using test strip lot number 34521321. Refer to the medwatch with patient identifier (B)(6) for information related to coaguchek xs meter serial number (B)(4) using an unknown test strip lot number. Compared meter and laboratory tests were performed with samples collected within 7 hours of each other. The method used for the laboratory testing is unknown. The patient stated that the fluctuating results and warfarin dosages related to measurements with coaguchek xs meter serial number (B)(4) led to her needing to be hospitalized to bridge her therapy with heparin every time her inr was 2.0 inr or below. The patient was hospitalized for heparin bridging on the following dates: (B)(6) 2018 and (B)(6) 2018. The patient stated that she had no adverse health events related to the meter results. No adverse events were alleged to have occurred to the patient related to the heparin bridging. The patient's current condition is fine. The patient's therapeutic range is 2.0 inr - 4.0 inr. The patient's normal warfarin dose is typically 7 mg. To 8 mg.. The patient's normal testing frequency is twice per week when stable. The patient stated that her body reacts quickly to warfarin changes. The patient's warfarin changes based on the meter readings. The patient did not have hematocrit issues and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had changes in diet, new medications, or additional illnesses. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt at roche. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.9 - 2.9 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.